Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that at the end of sensor session, when she removed her sensor wire, she noticed that sensor wire was missing. Patient who suffers from vision problems sought nurse assistance. After site examination and palpation, nurse believes that sensor appears intact and insertion site appears normal. Patient was feeling fine.